Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the provisional fractured during trialing. No further information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of use (nicked or gouged) and is fractured on the lateral and medial side of the post. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.